Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause for the missed refill was that the patient's family heard the alarm but did not realize it was the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained lioresal at a concentration of 2000 mcg/ml with a dose of 593.6 mcg/day. It was reported an empty pump/reservoir alarm was occurring. The hcp had access to the clinician programmer. The patient missed a refill. The patient was stiff and irritable. The hcp stated the symptoms started around noon the day of the call. The hcp refilled the pump and ¿lowered¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.